Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2017-10116. It was reported that guide wire removal difficulties was encountered. The target lesion was located in the right coronary artery (rca). After a choice guidewire was advanced, a 3.50x20mm promus premier¿ drug-eluting stent was implanted in the lesion. After deployment, the delivery balloon was deflated successfully and was attempted to be removed; however, the delivery system locked up on the wire and had to be removed as a unit. The procedure was completed. Post-procedure, the wire was able to be removed from the delivery balloon. No patient complications were reported and the patient¿s status was fine.